Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, mitraclip passed establish final arm angle (efaa) test, after detachment of clip from clip delivery system, clip opened to under 60 degrees. It was noted that the clip was stable on both the leaflets. Additional second clip was implanted to stabilize the opened clip and to further reduce the mr. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.